Event description:
Complaint: (B)(4).

Manufacturer narrative:
According to the received information the hospital applied an incorrect version of the cleaning and did not adhere to the specified cleaning cycle. Additional the customer have not used filters to fill in the water. Therefore it is an user error. The failure could be confirmed. The most probable root cause is an user error due to an wrong handling with the cleaning procedures. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
(B)(4). Reference exemption # e2018002.

Event description:
It was reported that the hcu 40 was contaminated with chimeara. (B)(4).